Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was dislodged, the patient presented for lead repositioning procedure on (B)(6) 2016, the procedure was successful. No additional information was available.